Event description:
The facility's biomedical engineer reported to baxter service facility an infusion pump with an 812:02 failure code. The biomed stated this pump was not involved in a pt incident this time or since last serviced by baxter. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.